Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not displaying on the station, affecting multiple stations across the unit. A nurse reported that the issue began while medications were being removed. The customer confirmed that the nurse was still unable to obtain the medication, resulting in a delay of approximately 20 minutes. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the device involved in the incident, the technical support specialist (tss) verified that the station was not in disconnected mode or critical override, and no "patient/orders data not current" notices were present. The tss confirmed that the station's last download, upload, and heartbeat were current. Under the patient profile, the tss verified that the order was present and not discontinued. The tss checked pes and confirmed that the second patient's profile displayed the order with an order end date set. Device and facility settings were reviewed, and no issues were found that could have caused the medications not to appear on the station. The tss verified that no errors were present in the messages received for the second sample patient. The tss confirmed with the customer that she did not have access to the hsv dashboard. Services on the es app server were restarted, but the notice continued to persist. The issue was escalated to the interface team to investigate further and to verify whether any new messages were received from the customer's interface based on the provided sample patient, and to determine whether the notice was valid or erroneous. Updates were provided to the customer, and user was advised to contact it (information technology) to check with the epic and meditech teams, as no new messages were crossing over. Then later customer verified messages were received from both epic and meditech. The system functioned as intended after the technical support specialist investigated the device.